Manufacturer narrative:
The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer changed the cartridge and filled the infusion tubing while the tubing was inserted into the body. Customer inadvertently restarted the change cartridge process and received unintended insulin. There was no reported impact to customer's blood glucose level at the time of the report. Follow up with customer did not yield any additional information.